Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Event description:
It was reported that the infusion set was leaking insulin at the headset. The patient experienced an elevated blood glucose levels as high as 250 mg/dl. The patient found her shirt to be wet with insulin and that is when she discovered the leak. No adverse event was reported. The infusion set was discarded; therefore, no product is available for product evaluation.